Manufacturer narrative:
Analysis found internal insulation abrasions at 11.0cm - 11.9cm and 26.7cm - 27.7cm from the distal tip. Etfe coating was intact at the same location.

Event description:
It was reported that high thresholds and impedance were observed. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.